Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer did provide a photo that appeared to show a piece of an epidural catheter. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data:

Event description:
It was reported that: "the catheter was found torn and migrated from the patient body during placement. According to the user, he/she dealt with the situation appropriately. No harm to the patient occurred.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter was found torn and migrated from the patient body during placement. According to the user, he/she dealt with the situation appropriately. No harm to the patient occurred."